Manufacturer narrative:
An interface (umbilical) cable for the imaging system was returned to the manufacturer for analysis. The interface (umbilical) cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect atp console for the imaging system was returned to the manufacturer for evaluation. Testing found that, when installed in a known operational imaging system, the unit could not perform 2d and 3d image acquisitions.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 25 january 2017. The representative reported that rad gain calibrations could not be completed. The system was unable to perform 2d images and it passed the fluoro gain calibration. Errors occurred during the 3d reconstruction. Reloading software did not resolve the reported issue. The representative found communication issues on the imaging system and replaced the interface (umbilical) cable as a result. The representative returned to the site on 26 january 2017 to replace the atp board, following the replacement the reported issue of 3d exposures was resolved. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable and atp board have not been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that, when attempting to perform a 3d spin, the imaging system would beep and not complete the spin. The issue repeated when attempting to use the foot-switch. The imaging system was able to perform 2d images. The site elected to continue the procedure without medtronic imaging and navigation, rather using a c-arm to complete the procedure. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The suspect interface (umbilical) cable was returned to the manufacturer for analysis. The interface (umbilical) cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.